Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer passed away. The customer was found disconnected from the pump and it appeared that the customer had vomited. Autopsy was performed and cause of death was ruled to be due to diabetic ketoacidosis. No additional information was provided.